Event description:
It was reported via repair work order that the right head siderail would not lock upright as it was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.